Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary. The returned device is almost in new condition. Moreover there are deformation signs/ marks at the expansion mechanism's dents. The expansion mechanism itself is movable as per design intended. All to the reported complaint condition observations were considered for this visual inspection. Because the relevant holding and distraction instrument was not received for investigation a functional assessment cannot be performed and the complaint condition cannot be reproduced. After all, the expansion mechanism is working properly which let us allude that the functionality of the device is not affected. The available data does not support the complainant¿s description of the complaint condition, and there is no evidence to support the allegation made in the complaint. Because of the damages at the received device, we do assume that the involved holding and distraction (not received) instrument did not fully grasp the implant and got likely damaged by excessive force application during its use, which finally resulted in the reported malfunction. As this kind of damage is clearly caused post manufacturing, the cause of failure is not due to any manufacturing non-conformance's. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Part # 891.302s. Lot # aa3273. Manufacturing site:mezzovico. Supplier: ortek ag. Release to warehouse date: 16. Nov. 2015. Expiry date: 01.nov.2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, during a cervical corporectomy for palliative treatment, an expandable corpectomy device (ecd), polyetheretherketone (peek) implant could not be detached from a holding and distraction instrument. The holding and distraction instrument was not able to enlarge the ecd peek implant. Thus, the surgeon used a larger size of ecd peek implant. There was a thirty (30) minutes surgical delay. It was unknown if there was an adverse consequence to the patient reported. It was noted this particular holding instrument was new and was never used. Patient outcome was unknown. Concomitant devices reported: expandable corpectomy device (ecd) locking clip (part: 890.005s, lot: aa3603, quantity 1), ecd peek (part: 891.303s, lot: aa184, quantity 1). This report is for a ecd peek implant. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.